Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose (bg) level. The location of the blockage was unable to be identified through troubleshooting. No additional information was provided.